Event description:
Two patients with discrepant troponin t results. Patient 1, initial result 0.07 ng/ml. Same sample repeated twice, gave rsults of <0.01 each time. Patient 2, initial result 0.08 ng/ml. Same sample repeated gave result of 0.03ng/ml. Erroneous results not reported. The field service representative was unable to determine a cause for the discrepancies.